Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was fractured approximately 54.0 cm from the hub. The material at the fracture location showed evidence of bending of the catheter shaft before fracture. Conclusions: evaluation of the returned device confirmed that the 3maxc was fractured. This type of damage typically due to improper handling during preparation. If the device is forcefully manipulated at extreme angles, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the distal end of a penumbra system 3max reperfusion catheter (3maxc) was fractured as it was being set up coaxially with a penumbra system ace68 reperfusion catheter (ace68) and a non-penumbra guidewire. It was reported that the physician felt resistance just before inserting the 3maxc into the ace68. The damage to the 3maxc occurred prior to use, and therefore it was not used in the procedure. The procedure was completed using a new 3maxc and the same ace68 and guidewire.